Manufacturer narrative:
H-10 received questionnaire from customer updated a2, a3,b2, b3, b5, b6 ,b7,

Event description:
Reporter noted under magnification that a piece was broken off I/a tip leaving sharp edges, causing posterior capsule rupture during cap/vac with 5mmhg vacuum.